Manufacturer narrative:
(B)(4). Date sent: 1/21/2026. D4: batch # y7048d. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining seventeen (17) clip as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch y7048d number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did device jam (not fire clips)? 2. Did device not feed clips (clips not advance fully into jaws)? 3. Did device drop or eject clips? 4. Did device sideways feed clips? 5. Did device fire scissored clips? 6. Did the clip not hold on the vessel or tissue once placed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the ligaclip - clip applier fired clips unevenly. (Unable to use safely) no patient consequences were reported.